Manufacturer narrative:
The pump has not been returned to animas for evaluation. If the device is returned, an evaluation shall be completed and a supplemental report will be filed. No conclusions can be made at this time.

Event description:
On (B)(6) 2015, the reporter contacted animas, alleging a button/keypad (tactile changes/unresponsive) issue. It was noted that the up, down and ok buttons were under responsive to user presses. This complaint is being reported because the reported issue was not resolved with troubleshooting. There was no indication that the product caused or contributed to an adverse event.

Manufacturer narrative:
Follow-up #1: date of submission 12/7/2015. Device evaluation: the device has been returned and evaluated by product analysis on 11/30/2015 with the following findings: during investigation, the original complaint was unable to be duplicated. The keypad was intact and there was no evidence of peeling or damage and all the keys were responsive to user presses. The keypad was removed and there was no evidence of contamination on the key contacts. The pump was opened and there was no evidence of corrosion or damage near the keypad connector. Unrelated to the original complaint, the bolus button was found to be torn but still responsive.